Manufacturer narrative:
Update: patient weight and date of event approximate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information is received from the patient. They reported event occurred in (B)(6) 2018. There was no change in therapy, the device just gradually quit working. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). It was reported the surgery was not successful. Further information was received, patient again reported patient stated that the device didn't work. As they were wetting themselves really bad.